Event description:
The pt experienced a constant feeling of vibration in his skull since a pump was implanted in 2007. The pt had an implantatble neurostimulator implanted for a trial to treat pain. The pt reported that the device "has not been functional for a long time, but leads and ins are still implanted" the leads are implanted on the side of his neck up to his skull. The hcp believed that the vibration may be caused by the catheter touching the same nerve the lead was touching, resulting in the pt feeling a vibrating sensation. The hcp had advised for the pt to have the leads explanted. The pt planned to consult with another hcp for this. The pt was at home. Device registration system indicates the neurostimulator was explanted (date not provided). Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200806984.

Manufacturer narrative:
His report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.